Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Product received unexpectedly, there was a note attached with the returned product stated; "defective, filter leaking. An incomplete event date documented on the note as (B)(6). Although several attempts made for event details from product received there was no response from the customer or any indication of patient harm.

Manufacturer narrative:
The customer¿s report of defective, filter leaking was confirmed. Visual inspection of the set noted no damage or any anomalies. Examination under magnification did not observe any gaps at the engagement of the suspect set¿s microbore tubing and the outlet port of the set¿s ped 0.2 micron filter. The tubing remained securely attached following a ¿tug¿ test. Functional and pressure testing confirmed leaking from the engagement between the microbore tubing and the outlet port of the set¿s ped 0.2 micron filter. Dimensional analysis was performed and the microbore tubing measured to be within specification. The root cause of the insufficient/lack of solvent is attributed to improper assembly due to equipment and/or operator error.

Event description:
A bag was received with unexpected product, and a note attached stated; "defective, filter leaking. Although several attempts were made for event details and information regarding this event, there was no response from the customer or any indication of patient harm.